Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 07/23/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. After testing, the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2019 and the absorbable strap was used. It was reported that during surgery, the force of the strap was weak, and it was not deployed to the tissue at the 2nd firing. Another device was used to complete the case. There were no adverse patient consequences reported.